Event description:
One hour and 30 minutes into the hemodialysis treatment, the pt's venous line separated from her tesio catheter with an estimated blood loss of 600 cc's. The pt became unresponsive with shallow respirations, b/p was 103/65 with a pulse of 73. She subsequently arrested and expired.